Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the electric parts in the processor. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model epk-i5010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
During use, the main display screen was black. This event occurred at the time of during use. There was no report of patient harm.